Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that shortly after implant the left ventricular (lv) lead had a microdislodgement and the patient experienced phrenic nerve stimulation. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.